Event description:
The user noted that the defibrillator would intermittently fail to charge. There was no harm to any pt. Testing of the unit revealed that the problem was caused by warn contacts on relay k1 on assembly 590234. The wear on the contact appears to have been caused by 14 years of use. The event is not occurring more frequently or with greater severity than is usual for the deivce.